Event description:
A confirmed motor stall noted in event logs with no motor stall recovery was reported. Motor stall was noted in logs on (B)(6) 2011. Patient was not experiencing any withdrawal symptoms at the time, but was started on oral baclofen. Patient was also having botox treatments. A follow-up report will be sent if more information becomes available.

Manufacturer narrative:
(B)(4).